Event description:
Customer reported that the head of this anchor broke upon insertion. Sales rep. Has been unable to confirm whether the head of the anchor was removed at the time of the break. It is unknown at this time who the surgeon was. No other information is available at this time.